Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 22-nov-2023 and forwarded to millyard advanced medical products, llc on 23-nov-2023. The patient's caregiver reported they received a "no communication" error after a cassette change. Troubleshooting was unsuccessful, including attempting to change pumps. The caregiver confirmed fluid had leaked inside at least one of the pumps. The patient was advised to report to the hospital. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.